Event description:
It was reported to boston scientific corporation that during a cystoscopy, ureteroscopy with laser procedure using an accumax 200 fiber, the fiber broke into two pieces inside the scope. No part of the fiber fell into the patient. The aiming beam was present prior to use. Laser energy from a holmium laser set at 10 joules and 1.2 hertz was being used with the fiber. The procedure was completed with a stent placed in the patient's ureter without any complications to the patient, who is reportedly 'fine' post procedure.

Manufacturer narrative:
The device lot number is unavailable per the customer. Visual examination of the returned fiber revealed approximately 5.0 mm of exposed glass tip remaining. The fiber was returned in two pieces and split 42 cm from the distal tip.